Event description:
A caller reported a tandem mobi cartridge alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer changed to a new cartridge, successfully loaded it, and resumed insulin therapy, resolving the issue.